Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 07-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during ins replacement the right side of the lead broke above where the extension is connected. Impedances were oor on the 8-15 lead. The issue was not yet resolved and the rep was going to obtain additional information at the patient's post-op appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was clarified that the lead break was discovered during surgery. It was reported that the whole system would be replaced in january. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-17. The rep confirmed that the reason it won¿t be returned for analysis was the md¿s decision. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-04. The patient was having the replacement surgery on (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-08 indicating that the lead would not be returned for analysis. No further complications were reported/are anticipated.